Event description:
Ptca procedure in progress. While attempting stent deployment, stent would not pass to target. Upon removal of deployment catheter, stent was not attached. Attempts to locate stent not successful.